Manufacturer narrative:
The aquabeam motorpack wasreturned for investigation of the reported event. Functional testing confirmed the reported event. The issue was isolated to a defective/damaged cable. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam motorpack / lot number 21c01259 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0104-00 rev. F, was reviewed and states the following: section 11.2.7 sterile: motorpack draping and docking with the aquabeam handpiece contains the note to, "verify the motorpack is securely engaged to the aquabeam handpiece by attempting to pull the aquabeam handpiece off of the motorpack. The aquabeam handpiece should remain connected to the motorpack if properly engaged." Dock the motorpack to the aquabeam handpiece: overify aquabeam handpiece nozzle position (i.e. The movement of the blue led) homes to the base of the aquabeamhandpiece (fully proximal).; apply sterile tape over the connection between aquabeam handpiece and motorpack to seal it; keep the motorpack and the aquabeam handpiece assembly with the scope clamp assembly in a secure and sterile environment. The root cause of the reported event was unable to be established. It is likely that the cable became faulty due to wear and tear. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Additional manufacturer narrative: adverse event problem (B)(4): per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Investigation by the manufacturer is currently in-process. Root cause has not yet been established. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation the aquabeam motorpack was unable to engage to the aquabeam handpiece. Multiple troubleshooting steps were taken in attempts to address the issue without success. As a result, the aquablation procedure was aborted and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.